Event description:
Machine read "overheating" twice. Changed disposable piece and changed volume of d5w for priming from 30cc to 20cc.anesthesia time was extended 15-20 minutes.what was the original intended procedure?tubal ligation and endometrial ablation.device #1is this a laboratory device or laboratory test?no.